Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported it was not as strong the morning of the report as it was when the patient went to bed the night prior. On the day of the report, it seemed to have increased on its own and the patient thought it was adjusting on its own. The stimulation just all of a sudden started rising quickly while the patient was sitting. The stimulation level that it raised to was not anything that the patient could not stand, but she did not want the stimulation that high. When the patient woke up on the morning of the report, the stimulation did not seem like it was higher, but when the patient went to sit down again, the stimulation raised quickly again. At the time of the report, the stimulation had gone back down a bit, and it was not as strong as it was. The patient would see if the issue occurred again, and if so she would follow-up with the healthcare provider (hcp). Relevant medical history included postlaminectomy pain.

Event description:
Additional information was received in a patient letter reporting that as they had reported before, twice it felt like surging then in a few minutes or less it would go back to normal. Once was on (B)(6) 2016. Both times was when the patient was sitting or standing. The patient was wondering if the battery was getting to close to the end. This battery was replaced or installed on (B)(6) 2011. Another patient letter was received reporting that the surges occurred 2-3 more times. The patient wanted to know if this meant that the battery was wearing out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.